Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and two months later, computed tomography (CT) revealed that the filter was not tilted. The apex of the filter was 3.8 cm below the renal vein origins. There are no broken or bent struts. There are multiple struts perforated the wall of the inferior vena cava as follows; anterior: 2 mm; left anterior lateral: 2 mm; left posterior-lateral: 2 mm; right posterior-lateral: 2 mm; right anterior lateral: 2 mm; right lateral: 2 mm; and left lateral: 2 mm. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. (Expiry date: 07/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed for pulmonary embolism prophylaxis. Approximately nine years and two months post filter deployment, it was alleged that the struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.